Event description:
It was reported that there was a hematoma and fistula. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 24 mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. Post procedure while the physician was removing the was, they noted that there was some difficulty in removal. It was noted that the patient had a hematoma at the access site. Manual compression on the hematoma was started for the hematoma and at that time it was noted that the patient had a fistula. The patient was brought to surgery to where the fistula was repaired. The patient did well following surgery and this event. The patient is expected to be discharged fully recovered from this event.

Event description:
It was reported that there was a hematoma and fistula. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. Post procedure while the physician was removing the was, they noted that there was some difficulty in removal. It was noted that the patient had a hematoma at the access site. Manual compression on the hematoma was started for the hematoma and at that time it was noted that the patient had a fistula. The patient was brought to surgery to where the fistula was repaired. The patient did well following surgery and this event. The patient is expected to be discharged fully recovered from this event. It was further reported that the patient had blood loss and vessel trauma.